Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited no capture. The lv lead was dislodged due to twiddler's syndrome. Fluoroscopy was performed and confirmed dislodgement. The lv lead was explanted and replaced. Patient condition was stable.